Manufacturer narrative:
The device was returned to the factory for evaluation. Evidence of clinical use and blood were observed. Heavy buildup of charred tissue and blood were observed on the bisector and the portion of the shaft immediately below the electrodes. One of the two bipolar electrodes was cut and removed from the device. The cut electrode was not returned. The area of the cut was observed under microscopy. The cut was slanted and sharp which suggests it was cut with pliers or a similar device. No other nonconformance was observed. Based on the returned condition of the device and the results of the investigation the reported complaint was confirmed for "break." The most probable cause of the failure is transection of the device using a sharp cutting tool. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro cutter broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro cutter broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.